Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17289576 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pta), an 80 cm. Powerflexpro 7 mm. X 2 cm. Balloon catheter (bc) ruptured at ten atmospheres (10 atm.) During the second inflation. The product was successfully removed from the patient. The procedure was completed successfully although details were not provided. There was no patient injury. The approach for the procedure was from the right femoral artery. The target lesion was the left common femoral artery. The lesion was reported to be: heavily calcified and was a severe stenosis. A non-cordis guiding catheter and guidewire were used for the procedure. The lesion was pre-dilated with a 6 mm. X 1.5 cm. Bc. The product was discarded and will not be returned for inspection.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), an 80 cm. Powerflexpro 7 mm. X 2 cm. Balloon catheter (bc) ruptured at ten atmospheres (10 atm.) During the second inflation. The product was successfully removed from the patient. The procedure was completed successfully although details were not provided. There was no patient injury. The approach for the procedure was from the right femoral artery. The target lesion was the left common femoral artery. The lesion was reported to be: heavily calcified and was a severe stenosis. A non-cordis guiding catheter and guidewire were used for the procedure. The lesion was pre-dilated with a 6 mm. X 1.5 cm. Bc. The device was not returned for analysis. A device history record (DHR) review of lot 17289576 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (heavily calcified with severe stenosis) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.